Event description:
A healthcare professional reported that there was an occlusion message at an unknown timing for cataract surgery (with intraocular lens implantation). The surgery completion details were unknown. There was no information about patient impact. Additional information received that the event occlusion message occurred during cataract surgery (with intraocular lens implantation). The surgery was completed on the same day, but it was unknown how surgery was completed. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).